Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on an aviva meter, within 10 minutes: 25 mmol/l and 12 mmol/l. No adverse event reported. Return of the suspect device was requested for evaluation and replacement was sent.